Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The returned test strips were measured on reference meters with a high-level control sample. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 10:51 am the laboratory result was 3.6 inr. At 2:15 pm the meter result was 5.0 inr. The patient's therapeutic range is 2-3 inr. The patient tests once a week.